Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported there was a power on reset (por) error code on (B)(6) 2015. Therapy had stopped due to the por. The patient was trying to charge the implantable neurostimulator (ins) when she saw the error code. The por was not related to an overdischarge event. The patient had been wearing a heart monitor for two weeks. The patient was fitted for a heart monitor at the hospital. It was reviewed how to clear the por with the patient programmer (pp). The clearing of the por was successful. The patient was instructed to turn therapy back on, the therapy would resume at the last pp parameters. Therapy was adequate. The patient was able to turn therapy back on and was able to start a normal charging session. The patient verified on the pp the norma lpp screen. Troubleshooting resolved the reported issue. Medical history includes spinal pain. If additional information is received, a supplemental report will be submitted.